Manufacturer narrative:
Concomitant medications included: clopidogrel 600mg intra-procedure, integrelin intra-procedure, heparin intra-procedure; aspirin 325mg (B)(6) 2010, synthroid 75mcg since (B)(6) 2006, amlodipine 5mg daily since (B)(6) 2010, proscar 5mg daily since (B)(6) 2010, metoprolol 25mg twice daily (B)(6) 2010, klor con 10meq daily since (B)(6) 2006, lipitor 10mg daily since (B)(6) 2006, nasonex 50mcg twice daily since (B)(6) 2008. Concomitant devices included: cypher us rx 2.50 x 23, 2.5 x 15mm firestar balloon. The lot and catalog numbers are unknown. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00305, 9616099-2012-00281 and 9616099-2012-00282.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a peri-procedure mi. This is a (B)(6) male patient with medical history including hypertension, hyperlipidemia, family history of coronary artery disease and history of angina. At the time of the index procedure, angiography revealed 90% stenosis of the distal circumflex. The indication for the procedure was stable angina. The lesion was 18mm in length, class b1, de novo with timi 3 flow. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm firestar balloon and a 2.5 x 23mm cypher stent was implanted at 16atm. The stent was post-dilated per standard procedure with a dura star 2.75 x 15mm balloon at 16atm. Post-procedure, the troponin peaked at 0.18 (uln 0.05). According to the cec adjudication committee, the troponin met the arc definition of peri-procedure mi. The site did not report an mi. The patient was chest pain free during hospitalization. The post-procedure course was uncomplicated and the patient was discharged two days after the index procedure. The study stent remains implanted thus unavailable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00305, 9616099-2012-00281 and 9616099-2012-00282.

Event description:
As reported via (B)(4), a patient experienced a peri-procedure mi and underwent pci of a non-target lesion. At the time of the index procedure, angiography revealed 90% stenosis of the distal circumflex. The indication for the procedure was stable angina. The lesion was 18mm in length, class b1, de novo with timi 3 flow. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm firestar balloon and a 2.5 x 23mm cypher stent was implanted at 16atm. The stent was post-dilated per standard procedure with a dura star 2.75 x 15mm balloon at 16atm. Post-procedure, the troponin peaked at 0.18 (uln 0.05). According to the cec adjudication committee, the troponin met the arc definition of peri-procedure mi. The site did not report an mi. The patient was chest pain free during hospitalization. The post-procedure cource was uncomplicated and the patient was discharged two days after the index procedure. Approximately 13 months after the index procedure, the patient underwent balloon angioplasty of a de novo 90% stenosis of the r-pda. The residual stenosis was 30%.